Manufacturer narrative:
Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair procedure on (B)(6) 2021, it was observed that the metal component on the backside of the vapr tripolar 90 suction electrode device came off. The fragment was removed from the patient¿s body. The procedure was completed with less than 30-minute surgical delay. There were no adverse patient consequences reported. The device was brand new and its first use when the issue occurred. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during an arcr treating rotator cuff. The metal component on the backside of the electrode came off. The fragment was removed from the patient¿s body. There was no harm to the patient. The device was brand new and the first use when the issue occurred. The device was received and evaluated in (B)(4). Visual inspection revealed that the metal component on the backside of the tip came off. The piece was not returned for evaluation. The electrode is in normal condition, any anomalies on the device could be observed. The cable is in good condition as well as the connector and pins. Finally, suction tube shows saline residues and dent marks. The functional test was not performed due to the damage in the tip. The device was sent to manufacturer for further evaluation. The vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device has not been returned in its original packaging. The device active tip is in a used condition. The cut return cap has become detached from the ceramic and it has not been returned for evaluation. The cut return wire is kinked. No visible signs that shaft had experienced excess loads. Electrical testing not performed due to device plug being removed. The customer's device was manufactured in january 2021. A DHR review has been performed for lot u2101066; no issues (ncr¿s or deviations) with the manufacturing process have been identified. The device has been returned with the cut return cap detached from the ceramic. The cut return cap was not returned. There is no damage or clear evidence of the device being subjected to excess forces. There was no/very little epotek visible on the ceramic. The cut return wire was kinked, it is not clear if this as occurred pre or post detachment of the return cap. From our investigation we have been unable to determine the potential cause of the reported failure as the return cap was not returned for investigation. There was little evidence of glue on the ceramic which could indicate an insufficient amount of glue being applied during the manufacturing process however without being able to inspect the return cap for the presence of glue we cannot confirm this and based on the evidence available we are unable to attribute another cause of the defect. As detailed in the product control plan document this product is 100% inspected for adhesive to be applied to the return cap at process step ID 150 as part of the product process control regime therefore all reasonable containment is still in place and additional process containment work is not considered necessary. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.